Event description:
I had essure implanted in (B)(6) of 2012. The doctor told me he was unable to get the second coil around all the way but that it would not be an issue. Since the essure was implanted I have experienced many side effects. I have had excessive abdominal swelling, rashes around my pelvis area and lower back, mass amounts of hair loss, the constant taste of metal, body aches, periods more than once a month, heavy blood flow during my cycles, blood clots released during my cycle that are the size of half dollars and swelling in my arms that has caused trips to the hospital and painful cysts.